Event description:
The customer stated the one pt sample generated an aeroset calcium assay result of 3.4 mg/dl. The result was not reported out of the lab. The sample was retested with a value of 9.5 mg/dl. There is no impact to pt management reported.